Event description:
It was reported that the CT valve of the image has shifted when a scan was performed on a 48 cm phantom. The event occurred when the table was positioned at the lower limit to scan the 48 cm phantom. The concern was that if the CT number is shifted, it could result in misdiagnosis.